Manufacturer narrative:
All available information was investigated, and the reported both grippers not functioning as intended was not confirmed via returned device analysis. However, it was observed one gripper was not able to be raised and a gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported both grippers not functioning as intended. The identified one gripper unable to raise was due to the observed broken gripper line. However, a cause for the broken gripper line cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Three clips were then deployed on the mitral valve, reducing mr to a grade of 2. While outside the patient, the grippers were tested again, but the issues continued to occur. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.